Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device was not detecting cassette. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Additional information received and attached by ICU medical on 03-feb-2022: all problems with these pumps were discovered during testing. No patient involvement was reported. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated. Pump was found to be displaying "cassette not attached properly" alarm message during the investigation. Downstream occlusion sensor was defective and it was replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.